Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
The manufacturer previously reported that a trilogy evo device failed a aecm (active exhalation control module) test. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was partially confirmed. During the evaluation, it was noted that the solenoid valve failed aecm verification testing at pretest, indicating suspected internal contamination, while the proportional valve passed all tests. In conclusion, the device¿s solenoid valve was replaced to address the issue. The root cause is suspected internal contamination. Additionally, during the service of the device, the proportional valve was replaced as part of routine maintenance unrelated to the reportable malfunction. The device passed all final testing.